Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead had exhibited dislodgement. The lead was explanted and replaced. No adverse patient effects were reported.